Event description:
It was reported that mobile tissue was seen. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The trans-septal puncture was successfully performed with a non-bsc wire. After the wire was place, mobile septal tissue was seen. At this time, the tissue was successfully aspirated and the mobile image was no longer visualized. Activated clotting time recorded at 244. Procedure was completed without recapture and optimal placement was achieved. No patient complications were reported. Patient was discharged the following day.